Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional two proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 6fr sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. The first proglide device was successfully pre-placed. Reportedly, a cuff miss [suture retrieval issue] occurred with the next attempted proglide device. A prostyle device was then attempted; however, a cuff miss occurred. The sutures of a new proglide were successfully pre-placed. The sheath was upsized to a 14fr sheath and the tavi procedure was completed. The sutures of two proglide devices were tightened; however, hemostasis was not achieved. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The cuff miss was not confirmed due to the condition of the device. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.